Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Visual examination of the returned product shows that both stems exhibit signs of use (taper scratches). Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: there is a periprosthetic fracture of the proximal tibia and apparent disassociation of the proximal tibial implant with angulation apex posterior. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. This complaint was confirmed by the radiograph provided. If any further information is received which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H6: component code: proposed component (annex g) code is: - mechanical (g04) - stem.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2023-02944. 0001822565-2023-02945. D10-medical product: tibia fixed cemented right size h, item# 42542008302, lot# 64714229. Stem extension 3mm offset splined uncemented 17 mm diameter +135 mm length item# 42560313517, lot# 65767639. H3- the product has been returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised approximately three weeks post implantation due to peri prosthetic tibial fracture. Attempts to obtain additional information have been made; however, no more information is available.